Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The device history lot number was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Updated information in d9.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where the customer reported that they have received feedback from patients who have reported difficulties with the pressure during use. It seems that these problems force some patients to remove the plugs to allow a good dialysis, which is problematic in terms of safety and practice. There was patient involvement and unknown patient harm.